Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had air bubble anomaly. The customer¿s blood glucose level was 330 mg/dl. The customer stated that the size of the air bubble was half inch and the location of the air bubble was reservoir and the tubing. Customer states that for the last few times she has had to rewind and prime her pump several times to remove the air bubbles. The troubleshooting was performed for the air bubble anomaly. The device will not be returned for the analysis.